Event description:
It was reported that the patient was scheduled for lead revision surgery. The reason for pending surgery was not provided. It is unknown which lead caused/contributed to the event.

Manufacturer narrative:
Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), batch: 3456351.

Event description:
Additional information was obtained, revealing that the patient experienced ineffective therapy due to migration of both leads; the migration was confirmed with x-ray imaging. To address the issue, the leads were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.